Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same of applying the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same of applying the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. Sensor was reprogrammed and simvivo test performed. Dhrs (device history review) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. This serves as a correction report. Section h-10 was incorrectly documented in the previous initial MDR report as the part was returned and investigated. This section has been updated.

Event description:
A customer reported receiving a ¿replace sensor¿ error message on the same of applying the adc freestyle libre 2 sensor. As a result, the customer was unable to obtain sensor scans and experienced unspecified symptoms of hyperglycemia, and was unable to self-treat. The customer had contact with a healthcare professional who diagnosed the customer with hyperglycemia and administered insulin (type/dose unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 3 (indicating the sensor was paired within the last 14 days). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. Sensor was reprogrammed and simvivo test performed. All results were within specification. Dhrs (device history review) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. This serves as a correction report. Section h-10 narrative was incorrectly documented with the wrong sensor number in the previous correction MDR report. This section has been updated.